Event description:
On 6/17/94, a 29-yr-old female, who had undergone bilateral augmentation mammoplasty some years ago, presented to med ctr's ambulatory surgical facility diagnosed with: suspected rupture of right implant, capsular contracture on right, pt desires larger. She underwent bilateral exchange of breast implants, both implants were found to be ruptured, however the cohesive silicone was able to be removed. Saline implants were placed. The pt was discharged in stable condition.